Event description:
It was reported that balloon rupture occurred. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for pre-dilatation. After a stent was placed at the target lesion, the same balloon was re-advanced to perform post dilatation but during inflation, the balloon ruptured. The balloon started to leak contrast and would not hold at nominal pressure. The device was removed and another 16-6/5.8/75 xxl esophageal balloon catheter was advanced but it, too, would not hold pressure. When the second device was removed and inflated on the table, a hole in the balloon was noted. An 18x14mm balloon was advanced and the procedure was completed without further issues. No patient complications were reported and post procedure, the patient was discharged.